Event description:
I had a novasure ablation that caused my uterus to produce blood clots preventing the passing of any blood trying to get out. Causing pressure which is very painful getting worse without having a d and c everytime I have a period ultimately resulting in a hysterectomy.